Event description:
Phillips CPAP machine has been causing cough on and off ever since ownership. Also stuffy nose a little while after being done with it usually within an hour. Coughing is the worst though sometimes it's minimal or nonexistent some times it bad. Mentioned to doctor since owned we chocked it up to not cleaning it enough, even though sometimes I was washing the hose, mask and tray every other day, or the filters being dirty, or me not being use to the pressure of the machine even when it was mild. Now it's cranked to 14 and the last few week I sometimes have felt something light floating in my face mask, but when I take it of there is nothing there. I do not use heat on my machine, it's just straight cold air no water. To make this worse the (B)(6) has yet to get in contact with veterans in my area and inform them about problems this can cause, but I have spoken with a sleep specialist who insisted using the machine for the sake of compliance. FDA safety report ID # (B)(4).